Manufacturer narrative:
The device used in this event has not been returned. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date noted in. The part number of the device at issue in this complaint was not reported; therefore, the brand name of the device is unknown. The lot number of the device at issue in this complaint was not reported; therefore, the manufacture date of the device is unknown. Attempts were made to obtain additional information. A follow-up medwatch form will be submitted if additional information is received at a later date. (B)(4).

Event description:
The complainant reported the clinician attempted to place the implant in a patient, but the implant driver became stuck to the implant (date of event unknown). There was no indication from the complainant of any adverse effect to the patient as a result of the reported product problem.